Event description:
It was reported that during a stenting procedure, a stent was damaged. The target lesion was located in the left anterior descending artery. The 4.00 mm x 16 mm ion stent was unable to cross the lesion. The lesion was dilated with a maverick balloon and the same stent was unable to cross the lesion. After removal, stent damage was noted. The procedure was completed with another device. No patient complications were reported and the patient condition is okay.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by manufacturer: returned product consisted of a taxus element/ion stent delivery system (sds) and stent with no other devices. The stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive (inflation) pressure. There were five stent struts stretched and bent in the first distal row. The distal tip was damaged. Magnified inspection presented no damage or irregularities that could have caused or contributed to the reported crossing difficulty or the confirmed stent and tip damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).